Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted access to remotely connect to the customer's instrument. The ccc reviewed the instrument data. The ccc found work orders were sent repeatedly on order numbers (B)(4). The initial request had 20 tests and a second request had 23 tests. The customer added the additional requests with the action code "n" (new). The customer found the missing cardiac troponin test and ordered the test through their dimension vista instrument. The ccc reviewed the service log and found a "duplicate sample ID" error. The ccc stated that for additional tests ordered for the same patient ID, the request has to be requested from centralink with action code "a" (add), if the sample ID already exists in their database. The cause of the delayed cardiac troponin result being reported out is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that they experienced a delay in reporting out a cardiac troponin result as their centralink data management system did not run the test. The customer submitted an initial request of tests to be performed. The customer followed-up with a request for cardiac troponin to be included in the tests. When the customer added cardiac troponin, their instrument did not run the test. There was a delay of about 10 to 15 minutes. There are no known reports of patient intervention or adverse health consequences due to the delay in report out the cardiac troponin result.